Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the pump is not holding time properly. Pump is switching back to am when it is set to pm. This was noticed yesterday when meter was checked for bg record and they noticed that times were off for her meals. States this was not the first time this issue had occurred. No adverse event is reported. Customer technical support (cts) advised mom to take patient off pump and go to an alternate plan. This complaint is being reported because the issue could not be resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed no activity outside of normal use. The history showed that the date was manually manipulated on the reported date from (B)(6) 2013 to (B)(6) 2013 at 7:39 am. During testing, the pump powered on normally and displayed the verify screen. The pump was exercised for 5 days on 0.5 unit per hour rate; there was no time change during the testing. The pump was powered off for one hour on 07/03/2013, the time and date was maintained after less than 24 hours of rebooting.